Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cutting device "timed out" (no energy generated to cut the vein branch) and did not return even after waiting a couple of minutes. The extension cable and the adapter cable were replaced when the energy to the cutting device did not activate but to know avail. Then the decision was made to replace the vein harvesting kit and it was at this time that the harvester was able to cut branches again with the present energy to the jaws with this new kit. No delay to the case. No injury or risk of injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/01/2022. An investigation was conducted on 09/08/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula, c-ring, and jaws of the harvesting device. The heater wire and clear silicone insulation of the cold and hot jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure "failure to deliver energy¿ was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.